Manufacturer narrative:
(B)(4)

Event description:
Trial patient contacted dexcom on (B)(6) 2015 to report intermittent out of range that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.